Event description:
Boston scientific received information that the patient implanted with this implantable defibrillation lead presented for a routine in-clinic follow up with report of discomfort when turning their head. Additionally, the lead exhibited decreased pacing impedance measurements from 690 to 390 ohms, however, all other lead measurements were stable and acceptable. Subsequently one week later, an elective procedure was performed to reopen the pocket and the lead was observed to be fractured near the clavicle. Additionally, the right atrial (ra) lead was observed to have dislodged. This lead was surgically abandoned and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The return of the product is not expected. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.